Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('intense pain in the lower back (lumbar, sacrum) radiating to the legs up to the calves/ violent lumbar pain every month before menstruation') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no depressive episodes before in her health history. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), fatigue ("crushing fatigue that has become chronic"), amnesia ("significant memory loss"), memory impairment ("difficulty memorising"), chest pain ("pains under the right ribs preventing sleep and being present 24 hours a day, intensifying if driving or sitting for a long time or walking too much or taking stairs") and erythema ("redness and cutaneous reactions in the cheeks") and was found to have weight increased ("rapid weight gain"). In 2014, the patient experienced depression ("anxio-depressive syndrome"), breast pain ("continuous pain in the right breast"), eczema ("eczema-like crust and itching in the ears"), peripheral coldness ("cold extremities permanently"), premenstrual headache ("very strong headaches before and during cycles"), headache ("very strong headaches before and during cycles"), premenstrual pain ("atypical premenstrual pain in the bones of the pelvis"), loss of libido ("libido non-existent") and dyspareunia ("discomfort with pain during intercourse") and was found to have general physical condition decreased ("general physical condition deteriorating"). In (B)(6) 2014, the patient experienced balance disorder ("feeling of imbalance, instability with respect to the perception of space when behind the wheel"). In 2015, the patient experienced sinusitis ("superinfected sinusitis very difficult to treat and persistent for more than one month during each episode") and vulvovaginal pruritus ("itching pubic skin and thighs before and after menstruation"). In 2016, the patient experienced periarthritis ("adhesive capsulitis"). In 2017, the patient experienced alopecia ("hair loss") and fasciitis ("aponeurositis"). In 2018, the patient experienced metrorrhagia ("abnormal bleeding between periods") and tinnitus ("tinnitus"). In (B)(6) 2018, the patient experienced vertigo positional ("benign positional paroxysmal vertigo, then episodic relapses during the premenstrual period"). In (B)(6) 2019, the patient experienced tendonitis ("tendinitis of the femoral head") and joint range of motion decreased ("recurring crises with very low lumbago blocking, at gluteal level, with inability to walk for several days and improvement after starting the menstrual cycle"). In 2019, the patient experienced abdominal discomfort ("frequent sensations of internal burning on the sides of the lower abdomen"), palpitations ("feelings of frequent palpitations with a lower than normal heart rate") and dysstasia ("difficulties to change from sitting to standing"). The patient was treated with physical therapy (and manipulation sessions), surgery (total hysterectomy and bilateral salpingectomy for removal of the essure) and use of organic cotton towels only. Essure was removed on (B)(6) 2019. In (B)(6) 2014, the weight increased had resolved. In (B)(6) 2014, the dyspnoea had resolved. In 2016, the depression had resolved. In 2017, the balance disorder, sinusitis and periarthritis had resolved. In (B)(6) 2018, the fasciitis had resolved. In (B)(6) 2019, the vertigo positional, tendonitis and joint range of motion decreased had resolved. In 2019, the back pain, amnesia, memory impairment, alopecia, metrorrhagia, chest pain, abdominal discomfort, tinnitus, erythema, breast pain, eczema, palpitations, dysstasia, general physical condition decreased, premenstrual headache, headache, premenstrual pain, loss of libido, dyspareunia and vulvovaginal pruritus had resolved. At the time of the report, the fatigue had not resolved and the peripheral coldness had resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, amnesia, back pain, balance disorder, breast pain, chest pain, depression, dyspareunia, dyspnoea, dysstasia, eczema, erythema, fasciitis, fatigue, general physical condition decreased, headache, joint range of motion decreased, loss of libido, memory impairment, metrorrhagia, palpitations, periarthritis, peripheral coldness, premenstrual headache, premenstrual pain, sinusitis, tendonitis, tinnitus, vertigo positional, vulvovaginal pruritus and weight increased with essure. The reporter commented: she presented with post-operative lower back pain after essure placement, unexplained for more than one month. She had an appointment with a cardiologist due to shortness of breath and the examinations were ok. Since 2014, it is been impossible to bring the legs back to the centre position by themselves if they have been in a cross-legged position or the knees have been opened towards the outside of the body, complete blockage in the pelvis towards the ischium. General physical condition deteriorating especially over the last two years with increase in joint pain and a progressive slowdown in mobility resulting in successively stopping all activities: more and more violent pain after nordic track walking, stopped in early 2018; difficulty to stand up for more than a quarter of an hour without suffering from fatigue and pain in the pelvis, stopped the theatre and singing in early 2019; recurrent blockages during dancing with impossibilities of performing certain movements requiring the legs to be lifted, stopped during 2018. More and more violent pain after soft aqua gym class, stopped in early 2019. From mid-(B)(6) 2019 to end of (B)(6) 2019 she presented with violent pains while walking on the right side radiating to the back, ischium, hip, legs up to the knee: diagnosis of tendinitis of the femoral head. At the same time, return of the intense pain of capsulitis and aponeurositis, general inflammatory state. She had improvement of all the symptoms since explantation; residual fatigue at d + 7 weeks. No allergy test performed before placing the device and no potential side effects indicated. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in (B)(6) 2018: due to suspicion of premenopausal syndrome - hormonal blood tests ok. Mammogram - on an unknown date: ok. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.